Manufacturer narrative:
Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. Per the tandem user guide, "the dexcom g6 cgm only allows pairing with one medical device at a time (either the t:slim x2 pump or the dexcom receiver), but you can still use the dexcom mobile app and your t:slim x2 pump simultaneously using the same transmitter ID." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Reportedly, the patient had attempted to enter an incorrect transmitter ID and pair with a dexcom receiver. Cts educated customer to enter the correct ID and not use a second medical device as the transmitter will not connect. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.